Event description:
It was reported that the user experienced episodes of low and high blood glucose and requested transfer to a clinical support line, with cause of the hypoglycemia unclear and no device alerts or alarms reported. Customer care provided support that included complaint intake with the user failing to provide additional blood glucose questionnaires. Investigation of this case revealed no confirmed device malfunction, no adverse event, and insufficient information to determine a root cause. No symptoms associated with hypoglycemia reported. Outcomes included no reported injury, no emergency treatment, and no hospitalization. It was concluded that the event was not confirmed to be device-related and that cause remained undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.